Event description:
Customer reported testing "six known cmv negative samples that were plasma and six that were cp2d. All of them came up a 1+ positive at a 1:2 dilution." The serum samples from the unit separators were pulled and tested and they were negative. Testing procedures used by customer confirmed to be consistent with the cmvscan package insert.

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.